Manufacturer narrative:
Since the initial report was filed, the investigation has concluded. The clinical details shared by the medical facility noted multiple anticoagulants were used for the patient care, and as such the blood was thin. The hematoma and access site bleeding were due to the thin blood. The device was returned and no damage to it was observed that could have caused the bleeding and hematoma injury. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant has returned the impella pump product for analysis. The analysis of the product and clinical details in on-going at this time. Upon the completion of the investigation, a final report will be submitted.

Event description:
A patient was transferred in to the tertiary medical center for cardiology care. The patient was suffering from an acute myocardial infarction. She had decreased ejection fraction and coronary artery disease in need of intervention/angioplasty. For hemodynamic support an impella cp was placed via the left femoral artery. An external bypass was also placed due to diminished pulses in the lower limbs. She was anticoagulated with aspirin, heparin, aggrastat, and brilanta and supported with the impella for approximately 1 day when there was an observation made of a hematoma at the impella access site. The groin injury and associated bleeding prompted a vascular surgery repair and 2 units of blood product replacement. The patient remained on the impella support with the impella cp for 5 days.